Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that the insulin pump was working as designed. During troubleshooting, customer mentioned she had dry mouth and it was due to high blood glucose. Customer will not be returning the device for analysis.